Event description:
It was reported to philips that the geometry movements were not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed as planned with no geometry movements as it was the end of the exam. Customer reported to philips that the geometry movements were not available. Upon troubleshooting, the philips engineer found no geometry movements on the system. To resolve the issue, the philips engineer reinstalled the software into suite pc, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.